Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by a diabetes care manager on (B)(4) 2017 that the customer's pump dumped a lot of insulin into the customer at one time without warning. The pump gave 20 units when the customer was only supposed to receive 1.5 units. The customer's blood glucose was at 108 at the time of the initial call on (B)(6) 2017. The customer's mother stated that the maximum bolus is set to 2 units and they did a bolus of 1.5 units. The customer's blood glucose was 24 mg/dl at the time of the incident. The customer was given carbs every 15 minutes for about 5 hours to treat. The customer experienced symptoms such as acting strange and collapsing. The customer wasw earing the insulin pump during the incident. Troubleshooting was not completed. The customer's mother was concerned about the temp vent blockage notice, and the pump malfunctioning, so they switched the customer to manual injections. The insulin pump will be returned for analysis.

Manufacturer narrative:
The information provided in product code and common device name were incorrect with the initial report. The correct information has been provided with this report.